Event description:
It was reported channels 1 and 2 were rising to temperature too slowly therefore the physician decided to stop the procedure. Patient did not experience any adverse consequences.

Manufacturer narrative:
Additional information received indicates this event is no longer reportable. The procedure was completed and not aborted.